Event description:
I had a lasik procedure performed on both eyes by dr. (B)(6) ((B)(6)) in (B)(6) on (B)(6) 2016. The procedure used a microkeratome for creating the corneal flap and a wavelight ex500 excimer laser. I began experiencing pain a few days after the procedure as a pain/pressure felt in the back of my right eye, which then evolved to being felt throughout the eye, with frequent sharp pain radiating from the front of the eye. The severity of the pain increased steadily for the first 6 months after surgery, including pain episodes that completely incapacitated me for up to three days at a time. My eyes were also very dry and required preservative free eye drops and autologous serum eye drops on an hourly basis. During this time, I was being evaluated approximately twice per month at the clinic that performed my lasik procedure. Five months after my lasik procedure I was informed by the lasik clinic that they were unable to offer me any other treatment options, and that my next step was a referral to a pain specialist. I traveled to several other ophthalmologists at this point and was diagnosed with corneal neuropathy. It has been nearly 15 months since my lasik surgery, and my symptoms of excruciating pain and dry eye have not improved despite all the treatment options I have pursued. These treatments include: lotemax steroid eye drops, autologous serum eye drops, artificial tears, xiidra eye drops, gabapentin (anti-convulsant), nortriptyline (anti-depressant), otc pain medications, moisture chamber goggles, prolensa (bromfenac opthalmic solution), night-time eye gels, muro 128, acupuncture, diet changes/supplements, bandage contact lenses, and even proparacaine hydrochloride usp 0.5 percent anesthetic eye drops. None of these treatments have brought relief. I am an engineer and my daily tasks are primarily computer based, and because I cannot look at screens for extended durations I am at risk of losing my job due to the severity of my symptoms. The effects these complications have had on my life have been devastating - I am no longer able to travel, I am desperately trying to maintain my career and my social life is effectively over as I cannot perform normal tasks in the evenings when the pain is most intense. The consent form that I signed prior to the procedure did not list any potential complications related to neuropathy/neuropathic pain as a result of the procedure. I was not made aware of this potential complication verbally or through any other communication with my physician. I was told I was an ideal candidate for the procedure.